Event description:
It was reported that the patient was experiencing high impedance issues. Surgical intervention took place where the patients entire system was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.